Event description:
The customer reported that the system displayed control panel errors and communication errors. These errors causes the system to immediately shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel pcb was evaluated and reseated. The system was tested and found to be working as intended and put back into service.